Event description:
The manufacturer received information alleging the airflow from the ventilator became weak after a noise was heard and the patient condition worsened regarding while using a trilogy evo ventilator. The device was returned to the manufacturer service center for evaluation. During the evaluation of the device, it was determined: the reported issue was not duplicated during investigation in the repair center. Although records of "circuit disconnected" and "low minute ventilation" were confirmed in the log, there was no error indicating a device failure. The waveform data indicates that there was an increase in the leakage and a drop in the flow rate. Pneumatic test was performed for verification, and no abnormality in the measured values were observed. While the cause was not identified, based on the investigation results, it is assumed that the increase in the leakage was the factor of the reported issue. Since the item, "fio2 sensor", for final test resulted in fail, 3-way solenoid valve and inline proximal filter were replaced. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded to 1.06.15.00 from 1.06.10.00. A clinical assessment determined: based on the available information, this event is assessed as a serious injury because the patient required hospitalization beginning on 05-apr-2026 and remained hospitalized for three days. A review of the complaint details, gfe information, and the device log did not identify evidence of a device malfunction. The log contained no system errors, blower faults, power failures, or abnormal shutdown patterns, and the ventilator remained in therapy mode while multiple alarms and user interactions were recorded prior to the manual therapy stop at 13:33 jst. Because the log does not establish the onset of the adverse event and no device malfunction was detected, the available information does not support that the device caused or contributed to the reported serious injury. Therefore, based on information available at this time, the device did not cause or contribute to the serious injury. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
The reported failure of low airflow is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.